Event description:
The pt reportedly experienced sound quality issues. External equipment was exchanged and programming adjustments were made. These changes seem to have resolved the problem. However, at a later date, the pt complained of experiencing intermittencies with his device. Testing performed by the center confirmed that the device was not functioning. Surgery to revise the device was scheduled.